Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks and presented in clinic. Upon interrogation, the patient was in ventricular tachycardia but in the monitor zone and received inappropriate shocks due to noise. Additionally, there was low defibrillation impedance noted on the right ventricular (rv) lead. Programming changes were made. Later, it was determined that there was over-sensing of electromagnetic interference from the left ventricular assist device resulting in the inappropriate therapy. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.